Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that a few days post implant, the sensing threshold had decreased and capture threshold had increased. X-ray did not reveal any issues. Micro-dislodgement was suspected. The lead was explanted and replaced.